Event description:
A malfunction alarm was reported by the customer with a code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if any malfunction codes recur. The customer acknowledged and understood these instructions.